Manufacturer narrative:
(Expiration date unknown).

Event description:
It was reported that upon interrogation of a brand new neurostimulator, the data suggested the neurostimulator had previously be activated and/or the parameters were incorrect. The manufacturer representative noted that there were two other similar incidents with neurostimulators at the same facility. The details of the event were unknown. Additional information has been requested but was not available at the time of this report.